Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device was recertified and returned to the customer with a replacement multufinction cable. The multifunction cable used during the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.